Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from the consumer and health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal hydromorphone at 15mg/day (unknown concentration) via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that the patient had no pain control and drug withdrawal on 2015 (B)(6). The patient was admitted to the hospital early this morning (2015 (B)(6)) because, her pump isn't working. The patient was not currently hearing any pump alarms, but thought maybe there was an alarm 5-6 days ago (2015 (B)(6). It was noted that the pump placement was "tilted." A manufacturing representative was planned to come and interrogate the pump. The patient remained hospitalized at the time of this report. Additional information received from the hcp reported that the pump was interrogated. The patient was given intravenous analgesics to help with symptoms. The cause was noted as the pump was very loose in the pocket. The hcp revised the retaining sutures, as the patient had lost a significant amount of weight. The issues had been resolved. If additional information is received this report will be updated.